Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer did not observe insulin drips dripping out of the cartridge tubing or infusion set tubing during the load fill tubing sequence. The issue occurred multiple times with multiple supplies. Customer's blood glucose level was 201 mg/dl. The customer reverted to an alternate pump for insulin therapy.